Event description:
It was reported that an ilet insulin pump displayed alert 39 indicating an insulin shaft encoder failure, prompting a restart and preventing a supply change and rewind; the user transitioned to backup therapy. Symptoms included no reported hypoglycemia or other clinical symptoms, with a reported glucose of 229 mg/dl and no device-driven high or low alerts. Outcomes included interruption of insulin delivery and the need to switch to alternative therapy without medical intervention. Investigation included review of device history and user reports, verification of return logistics, and initiation of device replacement. The device was returned for investigation. Preliminary investigation of this case revealed a malfunction of the insulin delivery mechanism consistent with an insulin shaft encoder failure. The device powers on when charged. The device was opened to investigate for foreign object damage or fluid ingress. None was found. For unknown reason the gear on top of the motor shifted and road too high. This caused the gear train to bind and cause an alert 39. The user's complaint is confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.